Manufacturer narrative:
The pod was received undeployed and download data shows the pod delivered 0 pulses and was in pod state 15, indicating it was filled but never completed activation. Since the needle was not yet intended to deploy, the cannula could not have retracted at this point. No damages or defects were found during inspection that would cause a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the cannula retracted, indicating the needle mechanism did not function as intended. Patient's blood glucose levels rose to 19 mmol/l (342 mg/dl) while wearing the pod on the abdomen for between 37 and 48 hours.